Event description:
Patient had a short in-stent renal occlusion. The physician first attempted with an sv-8 guide wire with no success. The physician then used a frontrunner 90 cm catheter. The frontrunner was able to pop through the proximal cap but was unable to break the distal cap. So the physician removed the frontrunner reshaped the tip and re-entered and "popped." When contrast was injected there was some staining indicating the frontrunner may have gone subintimal. The staining was stationary suggesting no perforation. The physician then removed the frontrunner and used a choice pt guide wire. When contrast was injected there was staining outside the artery indicating a perforation. There was visible bleeding so the pt was sent to surgery to do a repair.